Manufacturer narrative:
The device ro 14 040 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, an inaccuracy issue has been observed. When the post op scan was merged with the pre-plan on a later date, the actual placements of the electrodes were deviated from pre-planned traectories. The patient was placed in a mayfield head holder and connected to the rosa arm, the contactless registration was preformed and the trajetories were placed. There was no patient/user impact reported.